Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted

Event description:
Patient reported he has a right stryker ceramic on ceramic hip. The patient started experiencing pain and audible popping in right hip in 2013. Patient stated that a MRI revealed patient has a gluteus medius muscle that is not connected to bone.

Manufacturer narrative:
There was no allegation of failure against the trident shell or information provided to suggest it caused or contributed to the reported event. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received.

Event description:
Patient reported he has a right stryker ceramic on ceramic hip. The patient started experiencing pain and audible popping in right hip in 2013. Patient stated that a MRI revealed patient has a gluteus medius muscle that is not connected to bone.